Manufacturer narrative:
The provider advised that the bed is inspected prior to use by each new patient. He stated that they didn't notice that the end plug was missing until after the injury occurred. The provider is not returning the rail to invacare. He advised that there is nothing wrong with the rail; the cap just fell out. He stated that they are ordering replacement caps for the rail to correct the issue. The underlying cause of the cap falling out of the rail is undetermined. This failure mode was previously investigated, and as a preventative action, the following statement was added to the assist rail installation user manual: "to avoid death, injury or damage due to improper maintenance or inspection. Always maintain and inspect equipment per the instructions in this manual. Contact a qualified technician or invacare if any of the following issues are present: loose or missing parts such as end caps, knobs, bolts, screws etc., should be secured or replaced. Sharp edges or surfaces should be corrected or replaced." A design change has since been made to these assist rails. The plastic end cap was replaced with a permanent steel cover, which is brazed onto the tube ends and buffed to create a smooth edge.

Event description:
A provider reported that an end plug fell out of the assist rail on a cs7 bed, and the patient cut their leg on the rail, sustaining a 3-inch laceration that required multiple stitches.